Event description:
This report summarizes one malfunction. A review of the events indicated that model rf048f filter experienced both migration of device and detachment of device. This report was received from one source. One patient was involved with no reported patient injury. The male patient 53 years old and weight was not provided.

Manufacturer narrative:
Of the 2 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2020-06479. The lot number was provided for the reported malfunction; therefore, a lot of history review was performed. The devices was not returned to the manufacturer for evaluation; however medical record was provided and reviewed. Therefore, the investigation is confirmed for detachment and is inconclusive for migration. Based on the available information, the definitive root cause is unknown. The devices is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 2 devices, a manufacturing review could not be performed. The sample were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes both malfunction events. A review of the events indicated that model rf048f filter experienced both migration of device and detachment of device. These reports were received from various sources. Of the two events, both involved patients with but no reported injury. For both patients, age, sex, and weight were not provided.

Event description:
This report summarizes both malfunction events. A review of the events indicated that model rf048f filter experienced both migration of device and detachment of device. These reports were received from various sources. Of the two events, both involved patients with but no reported injury. For both patients, age, sex, and weight were not provided. The rf048f filters are pending investigation.